Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative, via the healthcare professional (hcp), regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that there was an infection in the ins battery pocket and both the ins and lead were explanted (representative was not present at explant). Factors that may have led to the issue was ¿repeat surgeries¿ noted as multiple surgeries, including spinal surgery, since implant of the ins. No diagnostics were performed. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.